Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc confirmed from the report that the user had not replaced the water filter of the subject device. Since enough cleaning and disinfection may not work to prevent contamination of the rinse water for the subject device, the water filter is required the replacement at least once a month. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that it was found the user facility had not replaced the water filter of the subject device more than one year. There was no report of patient injury associated with this event.